Manufacturer narrative:
The issue was resolved for the customer by replacing the unit.

Event description:
It was alleged that there was a thermal event which resulted in an acrid smell and thick smoke. It was further reported that the patient's heart rate increased during this event, and an EKG and oxygen assessment were performed. No further intervention was necessary for the elevated heart rate, which trended down an hour after to incident.

Manufacturer narrative:
The customer will complete the repairs.

Event description:
It was alleged that there was a thermal event which resulted in an acrid smell and thick smoke. It was further reported that the patient's heart rate increased during this event, and an EKG and oxygen assessment were performed. No further intervention was necessary for the elevated heart rate, which trended down an hour after to incident.